Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead unable to extend. The low voltage lead was not used. The patient was in stable condition.